Manufacturer narrative:
Phone number: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "circumscribed nodules" and "water droplets inside the silicone-gel".

Event description:
Healthcare professional reported rupture, "circumscribed nodules" and "water droplets inside the silicone-gel" on left side. The device has been explanted.